Event description:
Medtronic received information that during use of this tissue stabilizer, an abrasion to the surface of the myocardium occurred. It was reported that the patient's heart was hypertrophied, and that the metal u-shaped tubing connecting the suction pods indented into the myocardium, resulting in a friction abrasion/laceration to the myocardium. While grafting the remaining vessels, the surgeon elected to place a piece of gauze between the u-shaped tubing and the myocardium, which prevented recurrence of the abrasions. No adverse patient effects were reported.

Manufacturer narrative:
Analysis: the u-tube weldment, and collet assembly prior to qualification of the over-mold has been known to cause a slight abrasion on the epicardium of the heart if these components remain in contact with a beating heart over an extended period of time. In prior events where an abrasion has occurred, the tissue stabilizer was also being used somewhat as a heart positioner, where contact between the mentioned components and the heart wall is more likely. This device is not intended to be used to position the heart. Medtronic has previously received similar reports of surface abrasions on this product model. The mitigate recurrence of this issue, an over molding of the headlink u-tube assembly was implemented to both strengthen the headlink assembly as well as to prevent surface tissue abrasions during use, particularly if the stabilizer is used as a heart positioner (outside of labeled indications). Full implementation of the design enhancements were completed in june of 2007. Since the lot number of this device is unknown and the product will not be returned, it cannot be determined if this device was manufactured prior to implementation of these design enhancements. Conclusions: no definitive conclusions can be drawn regarding the performance of the device, as the product was not returned for analysis, and device specific information was not made available. Investigation into similar reported complaints identified user-related components to the issue, as the products were being used outside of labeled indications. Design enhancements have been implemented to mitigate recurrence of this issue. No additional adverse patient effects were reported.